Event description:
It was reported that in the middle of the resection, during a prostate procedure, the device stopped working. Another device was used to complete the procedure with no consequence to the pt.